Event description:
It was reported by the patient that the patient has been experiencing "the heart thumping, beating out of control", and that during a hospitalization the device was adjusted. The patient was told the device may be "too close to an artery", which may be causing the symptoms. The patient stated the sensations are felt most when laying on the left side, and that it is hard to get any sleep because of this. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.